Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
As reported, during surgical use a piece of the stem extractor instrument broke while trying to extract the stem. The broken piece fell onto the drape and was retrieved. Surgeon had to switch to a another style extractor which cause minimal increase in surgical time. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or photos. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.